Event description:
It is reported that the pt was aspirated and a biopsy was taken of a mass on the left hip.

Manufacturer narrative:
Eval summary: aspiration notes, dated (B)(6) 2011, stated that there was no fluid that could be aspirated and that biopsy samples had been taken and sent to the lab for analysis. No results of the biopsy sample have been provided. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.